Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the preparation for a da vinci-assisted surgical procedure, a broken wire was observed on the maryland bipolar forceps instrument. Furthermore, due to a slight delay the patient was administered additional anesthesia. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. Intuitive surgical, inc. (Isi) followed up with head of the operating room (or) and obtained the following information: there was a few minutes delay due to the replacement of the defective instrument; however, it was not a relevant prolongation and had no clinical relevance in the duration of the procedure. It was reported that the slight delay can occur due to a variety of reasons but would not be considered relevant.